Event description:
Per the clinic, the patient experienced post-op infection (specific date not reported). Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). The implanted device remains.